Event description:
A physician visited integra neurosciences implants on march 23, 2007 for a meeting to understand how his team recently came to decide for six pts to explant nph valves after 2-3 month f/u. These pts showed reoccurrence of gait disturbances, headache and significant ventricle dilatation after implantation of the nph valve. The six pts were included in a study of a 27 pt population. The user facility ran these pts through an extensive testing protocol, allowing the user facility to make an evidence based decision to select the proper shunt by range. The pts' csf drainage "need" is determined from external csf drainage measurements and mr flow scans allowing the user facility to see a correlation between pt specific csf flow data and the shunt's flow specifications. This pt group consisted of only those treated for so called secondary-nph; patients suffering from natural drainage obstruction due to malformation, tumor growth or resulting from head trauma. Initially, the user facility had only reported three incidents (see MDR numbers 9612007-2007-00053, 9612007-2007-0001 and 9612007-2007-00002). Upon the physician visit, three add'l incidents were discussed, which had not been known prior (see MDR numbers 9612007-2007-00016, 9612007-2007-00024, and 9612007-2007-00025).

Manufacturer narrative:
The prod is not expected to be returned for eval. Investigation has been initiated based upon the reported info.